Event description:
This spontaneous case was reported by a physician and describes the occurrence of hypersensitivity ("allergies") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (she is having essure removed next week). Essure treatment was not changed. At the time of the report, the hypersensitivity had not resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter commented: there's no indication that the inserts are malpositioned. The reporting physician understands it was an uncomplicated insertion procedure although she didn't performed it. It was inserted by a different hcp. Patient recently complaint of allergies and wants the essure implant removed. Company causality: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.